Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5162695. E4 initial report also send to FDA - additional h2 additional information.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.